Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 262 mg/dl. System check was performed by tandem technical support and their were air bubbles in the infusion set tubing. Customer primed the tubing to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.